Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross access solution kit was selected for use. The physician inserted the mechanical j-wire into the superior vena cava (svc) and then the versacross sheath and dilator over it. When the physician was advancing the mechanical guidewire, there was no issues, however when it was tried to pull the sheath into the dilator, the mechanical guidewire was stuck inside the dilator. When tried to push the mechanical guidewire forward and pull it back, it was noted that it was stuck. The physician then removed the versacross sheath and dilator and the wire out of the body. A new versacross kit was opened, and no issues were noted. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed). It was further confirmed that the mechanical guidewire was about 3 inches protruding out of the tip of the dilator when it got stuck. The guidewire remained in one piece. No other issues were reported.